Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) revealed migration of the valve by 12 mm, with severe valvular aortic stenosis and mild aortic regurgitation. Approximately three years and eight months post valve implant, a second valve was implanted valve-in-valve, due to the valve migrating into the sinus of valsalva. No further adverse patient effects were reported.